Event description:
Attempted cardioversion on a patient whose bmi=43.4, delivering 200j with a biphasic defibrillator (device maximum). The attempt was unsuccessful. Obtained another biphasic defibrillator from another manufacturer - successfully cardioverted with 360j on the first shock. The zoll m series 200 joule biphasic defibrillator was tested and works to specification.